Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon completion of the product evaluation and complaint investigation.

Event description:
The distributor reported on behalf of the user facility that at the beginning of a shoulder arthroscopy, the tip of the ia-2000-s melted upon activation. The procedure was completed with an alternate device and a 2-minute surgical delay. No patient injury was reported. Upon gathering additional information, it was reported the patient did not require additional hospital stay or treatment due to this incident. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.

Manufacturer narrative:
Although multiple attempts were made to gather additional information and for the return status of the reported device to conmed, neither has been provided by the facility; therefore, the reported failure could not be verified and a root cause cannot be conclusively determined. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A two-year review of complaint history revealed 14 similar complaints for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.019 percent, if all complaint were confirmed. The instructions for use advises the user of the following. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increased risk of patient burns. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Do not bury electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. This issue will continue to be monitored through the complaint system to assure patient safety.